Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device failed to power up. The customer stated that the screen was completely black and unresponsive. The customer attempted troubleshooting by turning the device off and back on, however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, may 21, 2020, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turn on and screen shown as black. A field service engineer (fse) verified the issue and confirmed the station was powered down. Upon inspection, it was determined that auxiliary half height drawers 4.1 and 4.2 were causing the power issue. Drawer 4.2 was disconnected from the row board cable and retractor band, after which the device powered on, confirming drawer 4.2 as the root cause. The drawer controller board was replaced, the system was rebooted, updates were completed, and the unit was successfully tested in hardware test application. The customer then performed inventory. The system functioned as intended after the field service engineer repaired the device.